Manufacturer narrative:
Additional information: vyaire medical was able to duplicate and confirm the reported issue. Xdcr (transducer) pt800 (turbine differential transducer) , xdcr pt801 (exhalation pressure transducer), and xdcr pt802 (exhalation flow transducer) failed. The material does not meet manufacturers specifications.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed though the events log and duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) evaluated the device onsite and replaced the o2 (oxygen) sensor and the o2 (oxygen) sensor connector. When performing ovp (operational verification procedure) the peep was lowered to 0 per service manual instructions and the vti (inspiratory tidal volume) and vte (expiratory tidal volume) readings on the analyzer dropped to 390 ml and xdcr (transducer) fault error appeared. A new main board will be ordered and installed in the unit.

Event description:
The customer reported volume inaccuracy on the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.